Event description:
The patient stated that her blood glucose has been "all over the place" over the last 3 weeks ranging from 50-500 mg/dl. She stated that her infusion device has been giving repeated e4 (occlusion) and e6 (mechanical error) alarms. She stated that she is not able to bolus more than 1.5 units without an occlusion. She stated that she has had a bolus in increments. The day of the report, the patient's blood glucose ranged from 104-180 mg/dl. Her physician suggested range is 120-140 mg/dl. The patient stated that when her blood glucose is high, she feels lethargic and gives herself boluses. When she has low blood glucose, she feels "jumpy" and she "eats candy canes." The patient stated that she does not feel her infusion device is delivering properly and she does not trust her device. The patient stated that she changes her infusion sites every 3-4 days. She was advised to change her infusion site every 3 days. She stated that she has a cold and has additional stress at work. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.